Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels declined to 42 mg/dl while wearing the pod longer than 48 hours. The patient reported that their bg level became very low when their lap band became stuck after a bolus had already been delivered. Symptoms reported include diaphoresis, loss of consciousness, body shaking and low body temperature. The patient was treated with nasal glucagon spray, dexamethasone and a heated blanket. It was mentioned that intravenous (IV) therapy could not be administered; therefore, the patient was monitored and instructed to drink soda. The patient was discharged the same day.